Manufacturer narrative:
(B) (4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the procedure was being performed on a male patient. The arrow stimucath was inserted at c7 on the back of the patient's neck. When the md was removing the catheter after the procedure, part of the catheter remained in the patient. The patient was taken to surgery and the remainder of the catheter was removed from the posterior triangle of the patient's neck. An x-ray was performed and showed there are no remaining particles in the patient. It is unknown if there was a delay in treatment, no patient death and no patient complications reported.